Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months later, computed tomography (CT) revealed that a denali type inferior vena cava filter was positioned with the tip in the mid inflow positions of both renal veins. The tip was not in contact with the inferior vena cava wall. The filter was tilted to 11 degrees to the left and 6 degrees anteriorly. 3 of the shorter struts perforated toward the right and posteriorly measured up to 6 mm. At least 2 of the longer struts perforated toward the right and posteriorly up to 6 mm. The perforations terminated within the surrounding fat; no adjacent organ involved. The shape of the filter was maintained, and no strut fragments or fractures were identified. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately one year and two months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.